Event description:
It was reported that a user attempted to start an ilet system with a freestyle libre 3 sensor and received an incompatible sensor message, and the user was advised that ilet is compatible only with the freestyle libre 3 plus. Symptoms included no adverse health effects. Outcomes included user education and resolution through selection of the compatible sensor. Investigation included customer interview and troubleshooting. Investigation of this case revealed that the ilet detected and rejected a noncompatible sensor as designed. It was concluded that the device performed as intended and no device malfunction occurred.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.